Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed and required maintenance. The field service engineer (fse) found that the tower plexiglass door was cracked. The fse replaced the glass, and all functions returned to normal. The drawer was tested several times in the user application, and all functions were normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower door failed and required maintenance. Customer troubleshooted with reboot and storage space recovery but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.